Manufacturer narrative:
(B)(4). The product was not requested for manufacturer's laboratory investigation as the failure is known to maquet cardiopulmonary and was thoroughly investigated under (B)(4) with the following outcome: an investigation of oxygenators showed that the venous pressure sensors were corroded. A white crystalline substance was found on the pins of the pressure sensor. The priming solution led to electrolysis when the cardiohelp started to work. The electrolysis starts instantly and causes a "short circuit" between the pins. The "short circuit" leads to implausible sensor pressure readings. It could be shown by a dried electrolyte plug that this state has obvious no impact on pressure sensor readings.it is obvious that the electrolyte (saline - priming solution) etches the pins of the plug. The most probable root cause is that varnish applied on pcb and plugs of venous pressure sensor does not resist etching caused by the saline. Additional information: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.

Event description:
It was reported the pven on the cardiohelp was not working, it read dashes. It worked initially but the numbers displayed did not make sense to the clinician and then dashed out. They continued use because patient was being weaned. (B)(4).